Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent bracket and holder were replaced to resolve the issue. No patient information provided after calls to customer (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021.

Event description:
The hospital reported an error that resulted in an inability to switch ventilation modes as expected. There was no report of patient injury.